Manufacturer narrative:
Results: the returned jet7 was kinked at approximately 14.0 cm from the hub. During functional testing, the returned jet was attempted to advance through a demonstration neuron max and resistance was encountered at the kink on the jet7. The jet7 could not be advance any further. Conclusions: evaluation of the returned jet7 confirmed a kink on its proximal shaft. The complaint mentioned that one pass was successfully completed prior to the kink being found on the jet7 while removing the device for cleaning. If jet7 is manipulated at extreme angles during removal from its parent device, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid artery using a penumbra system jet 7 kit. During the procedure, the physician completed the first pass using a neuron max 6f 088 long sheath (neuron max), a penumbra system 3maxc reperfusion catheter (3maxc) and penumbra system jet 7 reperfusion catheter (jet7). While removing the jet7 to clear the corked clot and to make another pass, the physician noticed the jet7 was kinked; therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using another jet7 and the same 3maxc and neuron max. There was no report of an adverse effect to the patient.